Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the procedure & event date? What was used to complete the procedure? Could you please confirm if the patient suffer from any consequence due to the issue? If yes please explain. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. Events reported in 2210968-2021-13076 and 2210968-2021-13077.

Event description:
It was reported that a patient underwent a myomectomy surgery on an unknown date in 2021 and suture was used. During the procedure, the thread connected to the needle was removed completely. No adverse patient consequences were reported. Additional information was requested.